Manufacturer narrative:
(B)(4): the customer reported the device is not charging the battery. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The power pca was replaced to resolve the reported issue.

Event description:
The customer reported the device is not charging the battery. There was no report of pt involvement.